Event description:
Patient had a bi ventricular defibrillator implanted on (B)(6) 2025. It was noted to be working normally in the beginning and then had suddenly stopped working without warning. The issue was noted on (B)(6) 2025 on a routine office visit. It was completely dead despite relatively recent implant. We could not even check it to evaluate or make changes. It was changed out to a new device and sent back to manufacture for analysis.